Event description:
The customer reported that while the unit was in use on a pt, the display became a dot in the middle of the screen after 10 to 15 minutes of operation. The pt was switched to another unit and therapy was continued. No pt injury was reported.